Event description:
It was reported that a patient who had a knee replacement on (B)(6) 2016, is complaining of having pain ever since the surgery. Patient states that pain got worse in (B)(6) 2017, and it has been worsening ever since inside her right knee and around the knee joint outside in the soft tissues. Patient was sent for a metal allergy testing and results came positive for "tental."

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and without the request clinical information or the device, the information provided is insufficient to determine whether the patient¿s symptoms are due to a pre-existing or concurrent medical condition or therapy (allergy history, skin/dermal sensitivities). Based on the limited information provided, we are unable to determine the causal relationship between the reported issue and the smith and nephew product. Please contact your provider or seek a second opinion for the reported condition if needed. No further clinical/medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.